Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump display went blank, following a battery change. The customer's blood glucose was between 220 and 229 mg/dl. Troubleshooting was performed. After customer was advised to remove the battery for ten minutes while the insulin pump would rest, to clean the battery cap contacts and insert a new battery, the display did not return. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.